Manufacturer narrative:
Product is not returned yet to the manufacturer. No examination was yet done. The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Conclusion is not yet available and investigation still in progress. Device not received yet by manufacturer.

Event description:
Mobi-c p&f us : implant position incorrect. From information reported, "implant wouldn't sit properly". After surgeon tried adjusting it, it was removed and surgery was completed successfully with a new implant with the same size. No impact on patient. No delay of surgery was reported. Update provided on surgical steps on (B)(6) 2018 shows that distraction was applied & disectomie was done properly. Product will be sent to the manufacturer and investigation is in progress.

Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint following the additional information and product received. A visual examination confirmed that the notches at the end of the left jaw, where the prosthesis is in contact with the jaw, are deteriorated. Indeed, material deformation and pullout are observed. Also, even though it is less visible, the same deterioration can be observed in the notches at the end of the right jaw, where the prosthesis is in contact with the jaw. Those marks are typical of some rotational movements of the prosthesis on the jaws, causing its incorrect implant position. From the information provided based on the product history records, the recurrence of this type of event for this product and after having performed the actual product evaluation the investigation found no evidence to indicate a device related issue. Indeed, it is more than likely that the surgeon used some rotational movement to position the implant, leading to some difficulties to position correctly the implant. Moreover, it was reported that the surgeon did not use the mobi-c level, whose use is to check the correct position in rotation of the implant holder. The fact that the surgeon did not use the mobi-c level is an aggravating factor: the use of the mobi-c level could have not only prevented this issue but also allowed a parallel insertion of the implant into the intervertebral disc space. Its use is clearly stated in the surgical technique. ( step 10) investigation found no evidence on a product issue. Root cause : mishandling during implant postioning ( rotational move, absence of mobi-c level use).

Event description:
Mobi-c p&f us: implant would not sit properly. Additional information received on october 16th 2018 : it was reported that the distraction pins were inserted and the disc space was properly distracted. The decompression was performed. The surgeon used trials before performing the implant insertion, the correct size of trial was confirmed via x-ray and no issues were reported. After opening and loading the implant onto the inserter. The surgical technique of loading mobi-c implant on inserter was correctly followed. The implant was then inserted into the disc space and confirmed via x-ray. The surgeon did not encounter any resistance during implant insertion. The depth stop adjustement was always set to zero initially; the mobi-c level was not required by the surgeon. The procedure was performed from the proper approach. An angled or rotational insertion was not observed. When the surgeon tried repositioning implant, the implant would not sit properly. Consequently, the implant was removed and another implant of the same size was loaded and inserted. Its position was correct, no issues were reported. No difference in surgical procedure was reported regarding the first and second implant insertions. The sales order confirmes that the surgeon implanted a new implant of the same size. Additional information received on october 17th 2018 : it was reported that the surgeon had to reposition the implant because it was not sitting properly in the disc space after insertion. After repeated attempts to get it to properly sit within the space under x-ray guidance, it was removed and a new one was put in with no issue. The disc space was distracted to allow repositioning of the implant. Additional information received on october 23rd 2018 it was mentioned that there was very minimal delay during the surgery; less than 10 minutes between first implant insertion, repositioning attempts, removal and new one inserted in proper position.